Event description:
The customer reported the lcd screen of the autopulse platform (sn unknown) turns on but intermittently does not display menu prompts. The platform also is displaying user advisory (ua) 45 (not at "home" position after power-on/restart) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
**UDI related data quality updates only**.